Manufacturer narrative:
The device was returned with the customer's breast shields, connectors and power supply. During evaluation, the pump powered on the customer's power supply and no damage was noted on the breast shields or connectors. The device passed all vacuum testing.

Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting components/accessories for damage, cleaning and reassembling component/accessories and verifying breast shield fit. After troubleshooting, the customer indicated that she believed that the connectors were not a correct fit. On 08/09/2017, contact was made with the customer, at which time she stated that when she used the personal fit connectors that she purchased separately, they worked well. However, when she used the connectors that came with the pump, they would make her bleed. She stated that after the second time of using the original connectors, she ended up with a 103 fever and went to the doctor and got an antibiotic for an infection. She went back to the personal fit connectors and had no problems. The customer stated that she tried the original connectors a third time, and that is when she figured it was the connectors, which she couldn't explain. She also stated that she does not use them anymore. The customer stated that there was nothing wrong with the pump and that her issue is resolved.

Event description:
On (B)(6) 2017, the customer alleged that her nipple was bleeding while pumping with her pump in style advanced breast pump. She alleged that she bought new connectors and noticed that she was bleeding with them, but not with the original connectors. She stated that she had no pain, but was using organic coconut oil along with medela lanolin and has not contacted her doctor.